Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical device has been discarded and that the patient underwent explantation and replacement with like device, catalog # 3506001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 600cc smooth mentor memorygel breast implant, catalog # 3506001bc, serial # (B)(4). Manufacturer¿s reference number:

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 600cc smooth mentor memorygel breast implant and experienced postoperative right-sided rupture, confirmed by MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.